Event description:
An other healthcare professional reported that fluid refluxed or regurgitated in eye and not aspirated while footswitch in 2nd step position during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. We could not ascertain conclusively if the malfunction was with the handpiece, console, or fluidics management system cassette. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Before release from manufacturing, every procedure pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).